Manufacturer narrative:
The calibration data and qc data were requested but not provided. The calibration and qc data at the investigation site were within the specified ranges. The sample was received for further investigation. The customer's ft3 iii results were not reproduced at the investigation site. The sample was investigated for interfering factors. No interfering factors were identified. The investigation did not identify a product problem. The cause of the event could not be determined. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
The two additional patient samples were received for investigation. For additional sample-1, the investigation was able to reproduce the customer's ftiii results. No interfering factor was observed. For additional sample-2, the investigation was able to reproduce the customer's ftiii results. An interfering factor against the idiotype structure of the ft3 iii monoclonal antibody of the reagent was detected. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." The investigation did not identify a product problem.

Manufacturer narrative:
On (B)(6) 2022, the customer reported the results of additional patient samples. The patient samples were sent to an investigation site and were rerun on an accuraseed analyzer. Additional sample-1 was taken on (B)(6) 2021. The initial result from the analyzer was 2.90 pg/ml. The repeat result from the accuraseed analyzer was 3.05 pg/ml. Additional sample-2 was taken on (B)(6) 2022. The initial result from the analyzer was 3.70 pg/ml. The repeat result from the accuraseed analyzer was 2.22 pg/ml. The patient samples were requested for investigation. Medwatch field b6 - relevant test/laboratory data was updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft3 iii result for one patient tested with the cobas e 801 module compared to an accuraseed (wako) laboratory method. The result was reported outside of the laboratory and was questioned by the physician. The sample was sent for investigation and was tested on another cobas e 801 module and an abbott architect analyzer. The serial number for the customer¿s e 801 module is (B)(4). The investigation site e 801 module serial number is (B)(4). The ft3 iii reagent lot number used with the e 801 module at the investigation site was 510082 with an expiration date of 28-feb-2022.